Manufacturer narrative:
Bovie medical has completed an investigation and identified a design related issue for the interface of the j-plasma handpieces with the j-plasma generators. This design issue allows for generator and handpiece activation during a situation when the handpiece plug is not fully plugged in or connected to the generator. If the handpiece plug is not fully connected to the generator, there is a risk of the handpiece being fully connected electrically while having a partial or no helium connection. It is also possible for the green light on the front of the generator that indicates when the plug is fully connected to become illuminated even when the plug is not fully connected. Therefore, the users can be given a false indication by the generator that the handpiece is fully connected. The lack of a complete helium seal at the cable plug connection to the generator can allow fluid encountered at the tip of the handpiece during a procedure to flow from the tip to the interface between the handpiece plug and the generator. The presence of organic substances was recognized by the user and the generator was taken out of service and returned to the manufacturer. A health hazard evaluation was completed on february 5, 2018 concluded that there is a risk of potential cross-contamination if this is not noticed and the generator is used again for subsequent patients. Bovie medical previously issued a voluntary urgent medical device correction (recall) on february 8, 2018 to notify all customers of this potential issue and provided instructions on actions to prevent this from occurring (z-1154-2018). All devices sold since the recall was initiated have included inserts on how to properly insert the handpiece into generator.

Event description:
Hand piece used during case was not properly fitted into the unit, as a result there was a backflow of blood and fat that went through the hand piece and backed up into the generator.